Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that after the handpiece had powered on, the handpiece automatically overheated when used. There was no patient impact.